Event description:
On 01/25/2000 pt presents for transurethral microwave treatment to treat benign prostatic hypertrophy. Thirty-three mins into procedure, balloon was not visible with ultrasound. Physician pulled on probe and it came out. A second probe was reinserted and the procedure was completed. No injury was reported with pt.